Manufacturer narrative:
Incident # 1 (incident # 2 will be reported in MDR # 607): details of complaint: on 10/5/2019 nurse stated arrhythmia alarms were not being recorded. Service requested: troubleshooting. Service performed: over the phone troubleshooting and on-site troubleshooting was provided by nk clinical application specialists and nk tech support. Investigation conclusion: nka sent on-site support to determine the root cause of the issue at this user facility. The root cause was determined to be caused by inconsistent alarm settings where hospital staff was able to make alarm setting changes. Service history for this user facility shows the issue has not re-occurred since nov 2019 visit. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: the following devices were used in conjunction with the cns and were not the devices that experienced the failure. D11 & c2 concomitant medical devices: transmitters. Model: ni. Sn: ni. Approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.). Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) failed to alarm as expected. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) failed to alarm as expected. No patient harm was reported. Incident # 1 (incident # 2 will be reported in MDR # (B)(4)): per the nursing staff, the alarms were not being recorded for ECG in the waveforms. The alarms were not showing the correct colors in the waveforms to indicate an alarm where it is green, it should have change to yellow. Pulled up the full disclosure for waveforms and there are spots where the patient should have shown an alarm with a yellow change in color from green, but it did not. The staff indicated that the event occurred on two telemetry patients. The alarm history showed level advisory and electrode off, so it seems alarms were being recorded. 10 seconds advisory ECG electrode off, but no alarm. Staff indicated that the hr dropped below 40, supraventricular tachycardia (svt) indicated. Rhythm recall showed a green waveform, but not a yellow waveform for the duration of the alarm. They indicated the alarms were set for 50 on the lower level and 150 on the higher level for ECG. Nihon kohden is currently working to obtain the cns log files for investigation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical devices: transmitters- model: ni, sn: ni, approximate age of the device: ni (no serial number was provided, so the age of the device is unknown.), device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) failed to alarm as expected. No patient harm was reported.